Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition with no cartridge loaded. Upon further inspection of the device, the articulation mechanism was damaged. Event though, the device was tested for functionality at the left and right position with a test cartridge and it fired conforming therefore, the device was disassembled to examine the condition of the internal components and four the articulation gear teeth were noted to be broken; no other anomalies were noted.

Event description:
It was reported that during a sigmoid procedure, the device articulated, but would stay in that position. Another device was used to complete the case with no pt consequence.